Manufacturer narrative:
An event of hypotension and thrombus was reported. Information from the field indicated that the patient's blood pressure dropped when the valve was inserted, and the thrombus was recognized when the bioprosthetic valve was removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a root cause for the reported event could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. There are a number of patient-specific and anatomical factors that could lead to thrombus formation. The patient may not have been prescribed anticoagulants or taken anticoagulants as prescribed. The patient also could have a blood disorder that contributed to thrombus formation or take other medication that puts them at higher risk for thrombus formation. Thrombus formation on the leaflet is seen across tavr platforms at low occurrence rates. A number of publications attribute low washout velocities behind the leaflet as likely to contribute to thrombus formation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using a large flexnav delivery system. During deployment of the valve, the patient¿s blood pressure was observed to drop. Subsequently, the system was removed from the anatomy. Reinsertion was attempted after flushing the blood from all flush ports as much as possible, but it was difficult to insert due to a split of the tip of the valve capsule. The patient had a mild tortuous anatomy. As adhesion of the thrombus was recognized when the bioprosthetic valve was removed, the system was changed including valve and delivery system. During advancement of flexnav, the physician attempted to deliver the device while pushing the non-abbott guidewire excessively. A strong resistance was felt when passing through the aortic arch. It was suspected that the apex was perforated at that time. Pericardial effusion was observed, requiring pericardiocentesis. This has led to cardiac tamponade. This was attributed to the guidewire. After the pericardial drainage was performed, the chest was opened, then arrest hemorrhage. Shifted to surgical aortic valve replacement (avr). The patient is reported to be still on percutaneous cardiopulmonary support (pcps) as of 04 december 2023. This has reportedly caused a clinically significant delay.